Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that the fast-fix 360 curved plugged off after the deployment of the anchor. No patient injury was reported.

Manufacturer narrative:
Eight 72202468 fast-fix 360 curved needle delivery system devices received. The devices are not serialized and they are not individually identified. They will be evaluated as one group. These eight were returned for the same allegation: ¿curved plugged off after the deployment was placed¿. All devices have attained damage of sorts. No devices had anchors or sutures returned. All devices present a degree of bending, bowing or twisting from use. Two devices cycled and retracted properly. Six did not. Two devices had flared depth limiters at the distal end. Three devices had the delivery needle curve flattened out. One had the delivery curve greatly exaggerated. One needle was extremely disfigured. These conditions are symptoms of difficulty in reaching the desired surgical tissue location. ¿t2 non-deployment¿ cannot be confirmed. No root cause related to the manufacture of the device can be established.